Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The legal manufacturer reviewed the content of this complaint for further investigation. It was confirmed that four years and ten months had elapsed since the manufacture. The legal manufacturer reported that the event in question was caused by the failure of the lcd panel and the bi board. The cause of the failure of the lcd panel and the bi board could not be determined because the product was not returned. It is presumed that this event occurred due to accidental failure because this event does not tend to occur frequently.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The legal manufacturer reviewed the content of this complaint for further investigation. It was confirmed that four years and ten months had elapsed since the device was manufacture. The root cause could not be identified. It is presumed that this event occurred due to accidental failure because this event did not tend to occur frequently. In addition, the user facility provided additional information regarding the reported event. The user facility reported that there was no delay with the scheduled procedure and it was completed. The same device was not used to complete the procedure (model /serial number unk). No other devices were replaced during the procedure.

Manufacturer narrative:
The device was returned to the service center for evaluation. The customer¿s complaint was not confirmed. A visual inspection was performed on the returned device and found the housing cracked on the bottom and top left corners of the bezel and deep scratches on the window screen. The controller pad corner was noted to be peeling off in the top left corner. Further evaluation noted three missing mount plate screws. A power test was performed and the power led was illuminated. The image quality was checked and black spots on the image due to a faulty lcd. There was no display on the lcd when powered on. At the customer¿s request, the device was returned unrepaired. Based on the device evaluation, the most likely cause for the reported event and housing damage can be attributed to mishandling. The instruction manual gives the following statements to prevent equipment. ¿do not leave the lcd screen facing the sun as it can damage the lcd screen. Take care when you place the unit by a window. Do not push or scratch the lcd screen. Do not place a heavy object on the lcd screen. This may cause the screen to lose uniformity. If an irregularity is observed during use of the monitor, stop operation of the monitor. Some problems may be correctable by referring to the following procedure. Damage or irregularity in the monitor may compromise patient or operator safety and may result in more severe equipment damage.¿ (B)(4).

Event description:
The service center was informed that during preparation for use, the device would not power on. There was no report of patient involvement.